Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. At the time of report, a system check was performed and the occlusion was found to be within the infusion set tubing. However, customer maintained that the pump was the cause of the occlusions. Reportedly, insulin was crystallizing in the tubing. Customer's blood glucose ranged from 187-276 mg/dl. Customer had manual injections available as alternate insulin therapy.